Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a damaged fastening flap. The customer reported that the patient presented extreme bradycardia.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) was reviewed and no discrepancies were found. One picture was provided and a visual inspection was performed and it was observed that the cannula present a broken eyelet. A CAPA was initiated to address the failure mode broken flange eyelet and was concluded that the failure mode is not related to our manufacturing process since that condition cannot be reproduced in manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.